Manufacturer narrative:
Corrected information has been provided in d4 serial number. Upon review, it was identified that the e1 (healthcare facility information), including [facility name, location, or contact details] was inadvertently omitted in error; the complete details has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low pump flow was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The cause of the device in wrong position was an adverse event related to patient condition due to the patients noted small lv that required the pump to be left shallow. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 61-year-old female patient who was admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Underlying medical history and comorbidities were not shared. The pump was placed in the left ventricle which was noted to be small. The pump was noted to be shallow and when they tried to reposition there was arrythmia and ectopy. The pump was pointed towards the mitral and the pump was seen to in suction/low flows. The team attempted to troubleshoot by fluid bolus but this did not resolve and they were unable to raise the pump beyond p5. The pump supported for hours and the patient expired. The cause of death was not shared. The patient's death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage c.